Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication issue with the system monitor not confirmed as the reported event was not reproduced during testing of the returned power module. The returned power module (serial number: (B)(6)) was evaluated by the service depot alongside the returned system monitor and the power module functioned as intended throughout testing. The unit was connected to the returned system monitor, a test system controller, and mock circulatory loop for several days without any issues. A full functional checkout was performed and the unit passed all steps of the test without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The submitted system controller event log file contained approximately 16 minutes of data (on (B)(6) 2022 from 13:52:16 to 14:08:54 per the timestamp) and the submitted system controller periodic log file contained approximately 4 hours of data (on (B)(6) 2022 from 10:59:04 to 14:32:48 per the timestamp). The data in the log files did not indicate any issues with the power module. The pump maintained a speed above the low speed limit without issue throughout the log files. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 21dec2009. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook and the heartmate 3 instructions for use, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was previously submitted under MFR # 2916596-2022-15562. Investigation results will be submitted under this MFR in a supplemental report. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the pump was primed there were no issues and everything went smooth and routine. However, during implant when the pump was started it was running at 5000 rpm even though the fixed speed was set at 3000 rpm. The site had not tried to adjust the low speed limit. They tried to stop the pump using the system monitor and it would count down 10 seconds but the pump would not stop. This was tried three times until they decided to disconnect the modular cable. The power module, system monitor, and patient cable were all exchanged and then everything worked fine. Reference MFR # for the pump speed: 2916596-2022-15605. Reference MFR # for the system monitor: 2916596-2022-15894.